Event description:
Revision due to post operative infection. This event occurred outside of the us in (B)(6).

Manufacturer narrative:
Unable to determine if the device was a contributory cause to the infection. Engineering eval did not indicate a quality, design or mfg issue. This device is associated with the event previously reported in MFR report number 1038671-2011-00046, 00047, and 00048.